Event description:
It was reported that the health care professional (hcp) called for review of consult data as the patient presented to the emergency room (ER) due to pain around the generator site. Technical services reviewed the data and found there is atrial undersensing due to the patients underline atrial fibrillation (af). Technical services recommended to consult with the cardiologist regarding device optimization and pain at the implant site. At this time, the implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.